Manufacturer narrative:
Trackwse ID : (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 stopped working. It did not time out and just stopped. Cords were changed out as well as the power supply and the hemopro did not work anymore. They had to go to open and take the artery this way with bovie, so the incision was a little bigger than radial procedure to complete the procedure. They felt it was necessary to open and get the radial that way. The patient is doing well. The only delay was trying to troubleshoot what was wrong and the time spent changing our cords/power supply. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000303245, 3000301667, 3000302505 the 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.